Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 20 mg/ml morphine at a dose of 12 mg/day and 20 mg/ml bupivacaine at a dose of 12 mg/day via an implantable infusion pump for malignant pain and cancer pain. It was reported that the patient felt less pain relief (even with escalating doses). The reservoir volume was higher than expected at last refill. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. An MRI had been performed to rule out granuloma and visualize catheter placement. After disconnecting the pump from the original catheter, the surgeon was able to get cerebrospinal fluid (csf) flow from the catheter. Although surgeon was able to get csf flow, he elected to replace the catheter anyway in case it was positional kinking. The original catheter was replaced with a new one and the lead tip location was moved down to t10 from t7. The issue was resolved at the time of this report. The catheter was explanted and would not be returned for analysis as it was discarded. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the increased residual volume from refill procedure was noted on (B)(6) 2018 and the decrease in pain relief was discussed with the physicians on that date as well.